Manufacturer narrative:
H10: additional manufacturer narrative: updated sections h6 (component code, health effect - clinical code, device code, type of investigation).

Event description:
It was learned through implant patient registry and investigation that a 25mm 11500a aortic valve was explanted after an implant duration of 2 years, 9 months due to sterile endocarditis vs thrombus. The explanted valve was replaced with a 23mm 11500a valve. Per medical records, the patient underwent redo avr for sterile endocarditis vs thrombus. Intraoperatively the valve had significant debris and pannus formation. The valve was replaced with a 23mm 11500a valve and seated well. There were no complication and she was transferred to the ICU. The patient will require starting on coumadin when clinically safe; and was discharged home on pod #23 in stable condition.

Event description:
It was learned through implant patient registry and investigation that a 25mm 11500a aortic valve was explanted after an implant duration of 2 years, 9 months due to culture negative endocarditis. The explanted valve was replaced with a 23mm 11500a valve. Per medical records, the patient presented with symptoms of ischemic stroke and was taken to ir for femoral artery embolectomy and thrombectomy of cerebral artery. On hospital day #15 she underwent redo avr due to vegetation. Intraoperatively the valve had significant debris and pannus formation (there was no mention of av vegetation in the op-note). The valve was replaced with a 23mm 11500a valve and seated well. There was no complication, and she was transferred to the sicu. Per ID patient to continue with IV antibiotics (8 wks.) For culture negative endocarditis. Coumadin was started for afib and stroke. Pod #23, the patient discharged home in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: h11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry that a 25mm 11500a aortic valve was explanted after an implant duration of 2 years, 9 months due to unknown reason. The explanted valve was replaced with a 23mm 11500a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.